Event description:
On 03-feb-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl following a meal announcement and correction dosing. The user became unconscious while driving, was transported by emergency medical services to the hospital, admitted, treated with glucagon, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported emergency transport and inpatient management. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date, preceded by a less than usual meal announcement and correction insulin dosing in response to post-prandial hyperglycemia. Review of device settings showed low glucose alerts were active but not consistently acknowledged, and glucose variability in the days surrounding the event was consistent with therapy management factors such as under-reporting meal size or correction stacking. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.